Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdxs0024 showed four other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(4). Device not returned for evaluation.

Event description:
It was reported that after the distal end is locked, the proximal end attempts to suck, but it failed to form a closed system, which will cause drug leakage. The device was not used on a patient. It was reported this occurred with five devices. This report addresses the fourth device.